Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. Infusion sets are required for the use of the remunitypro pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification containing reportable information was received by united therapeutics drug safety on (B)(6) 2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on(B)(6) 2026. It was reported that the patient received persistent occlusion alarms while using both of their remunitypro pumps (serial numbers (B)(6) and (B)(6). Troubleshooting efforts, including changing the infusion site, infusion set tubing, and cassettes, were unsuccessful and the patient was subquently admitted to the hospital on 21-apr-2026 to receive intravenous (IV) remodulin. Information later received from accredo specialty pharmacy on (B)(6) 2026, stated that the patient continued to receive occlusion alarms and was readmitted to the hospital on (B)(6) 2026. However, no information was provided indicating a prior discharge date. It was further reported that replacement systems were sent to the patient. Upon receiving the replacement pumps, the patient was switched to a new system but received occlusion and cassette problem alarms. Upon removing the cassette during one of these instances, the patient's caregiver observed a large air bubble in the cassette. Eduacation was provided to the caregiver regarding proper cassette fill technique. It was further reported that one of the patient's remunitypro pumps was not functioning as expected after being dropped by a member of the hospital staff. Troubleshooting was unsuccessful and the patient was switched to a hospital supplied system with a peripheral IV. No further information regarding a specific device issue was provided. Information provided by accredo specialty pharmacy on (B)(6) 2026 indicated that the patient remained hospitalized.